Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss on the ilet bionic pancreas, with the ilet screen intermittently freezing; the user had a sensor issue alert and was advised to restart the ilet, after which readings appeared. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices, characterized by intermittent communication failure, with involvement of the electrical and magnetic domain and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.